Manufacturer narrative:
Device analysis report attached. This report is submitted on february 10, 2023.

Manufacturer narrative:
This report is submitted on december 30, 2022

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 (issue unknown). It is unknown if there are plans to re-implant the patient with another device.